Event description:
It was reported the patients leads displayed invalid impedances and the ipg was causing discomfort. As a result, surgical intervention was undertaken wherein the system was explanted and replaced to resolve the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient's leads were explanted and replaced due to high impedances.